Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to zoll for evaluation. Visual inspection: during visual inspection of the device, no physical damage to the autopulse was observed. A review of the archive showed user advisories (ua) 7 (discrepancy between load 1 and load 2 too large) and user advisory 2 (compression tracking error) were observed on (B)(6) 2015, confirming the reported complaint. Functional testing: the reported ua 7 message was also duplicated when the platform was powered on for functional testing, therefor functional testing was not able to be performed. Part replaced: based on the investigation, the parts identified for replacement was the load cell 1, which was defective, causing the ua 7. In summary, there was no physical damage observed upon visual inspection. The customer's reported complaint that the autopulse platform displayed ua 7 and ua 2 were confirmed. To resolve the ua 7 the load cell 1 was replaced. Also observed was intermittent user advisory 12 (lifeband® not present). To remedy the ua 2 and ua 12 faults, the belt switch assembly was switched to parallel position. The functional testing was unable to be performed due to the ua 7 upon powering up the device. Unrelated to the reported event, it was observed that the autopulse firmware needed to be updated. The firmware was updated. After replacement of all the parts identified during investigation, the platform successfully passed all final functional testing.

Event description:
Customer reported during a device check their autopulse platform (with a new lifeband) s/n (B)(4) was displaying user advisory 7 (discrepancy between load 1 and load 2 too large) and user advisory 2 (compression tracking error). They were unable to clear the user advisory error codes. No patient involved with this event. No further information provided.